Event description:
In 1972 the patient had bilateral dow corning cronin type breast implant placed. After two years she developed intermittent hair loss, knee swelling, pain and fatigue, in 1983 she developed worsening fatigue, as well as pain in the rib cage, pericarditis and fever, memory problems, confusion and shortness of breath. In 1989, she was diagnosed awith sjogren's syndrome due to a positive schimer's test. She since has developed chronic fatigue, numbness and tingling in both feet. The patient had a bilateral capsulectomy with removal of the implants. There was calcium imbedded throughout both capsules. The implants were intact with five patches imbeded in the capsuleinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.